Event description:
Stent with delivery system was successfully deployed at the target lesion site in the pt's iliac artery. A second endovascular stent with delivery system was advanced proximally adjacent to the deployed stent at the target lesion site. Upon initial inflation attempt, the delivery balloon ruptured at 6.5 atmospheres. Diagnostic arteriography showed adequate antegrade blood flow which was felt to be indicative of full stent deployment. Six hours subsequent, lower extremity pain and a pulseless right foot was reported. A repeated diagnostic arteriography revealed an area of blood flow obstruction in the stented extremity. A mechanical snare was utilized to successfully retrieve an embolized balloon fragment. There were no add'l clinical sequealae reported relative to the event.